Manufacturer narrative:
B5: reporter stated "1 year follow-up is planned" and "patient is happy." Claim#: (B)(4).

Manufacturer narrative:
B5 - reporter stated, "patient is happy. He doesn't want a lens exchange. An annual check is carried out." Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticm5_13.7 implantable collamer lens, -2.0/+1.0/014 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2021. The surgeon reports excessive vault. Reportedly, the lens remains implanted.